Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. Revision performed due to suboptimal baseplate positioning (excessive superior tilt) from the primary procedure, resulting in postoperative stiffness and impaired shoulder function.